Event description:
The customer reported the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was tested and found to be working as intended and put back into service.